Event description:
The device was used during a sigmoid resection procedure. Reportedly, the staples did not form properly. The surgeon resected the incomplete staple line and manually sutured.

Manufacturer narrative:
2/9/1998-supplemental report #1 submitted to FDA.